Manufacturer narrative:
The lead is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are currently no supplementary data available. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - after an implant period of about 2 months, it was reported that the patient was hospitalized on (B)(6) 2017 after external defibrillation. Subsequent follow-up showed threshold increases and loss of capture. Additional information was received that the patient expired on (B)(6) 2017 due to an infection. Based on the available information, the death of the patient is not related to the incident.